Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced eye irritation ("just lots of eye burning"), ocular hyperaemia ("eye redness"), vision blurred ("blurry vision"), breast discharge ("nipple leak"), breast mass ("thumb-shaped mass in my right breast") and nipple pain ("stabbing pain around nipples on both breasts"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal, eye irritation, ocular hyperaemia, vision blurred, breast discharge, breast mass and nipple pain outcome was unknown. The reporter considered breast discharge, breast mass, eye irritation, medical device removal, nipple pain, ocular hyperaemia and vision blurred to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: breast mass, breast discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: nipple leak, breast mass, stabbing pain around nipples on both breasts added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced eye irritation ("just lots of eye burning"), ocular hyperaemia ("eye redness"), vision blurred ("blurry vision"), breast discharge ("nipple leak"), breast mass ("thumb-shaped mass in my right breast"), nipple pain ("stabbing pain around nipples on both breasts") and flank pain ("right side pain"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal, eye irritation, ocular hyperaemia, vision blurred, breast discharge, breast mass, nipple pain and flank pain outcome was unknown. The reporter considered breast discharge, breast mass, eye irritation, flank pain, medical device removal, nipple pain, ocular hyperaemia and vision blurred to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: breast mass, breast discharge and flank pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added: right side pain. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included d-mannose (d mannose) for prophylaxis. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced eye irritation ("just lots of eye burning"), ocular hyperaemia ("eye redness"), vision blurred ("blurry vision"), breast discharge ("nipple leak"), breast mass ("thumb-shaped mass in my right breast"), nipple pain ("stabbing pain around nipples on both breasts"), flank pain ("right side pain"), abdominal pain ("every time I ate something/pain would start"), intervertebral disc degeneration ("degenerative disc disease") and abdominal distension ("bloated abdomen/ bloating came and went after removal for about one year then it stopped"). The patient was treated with surgery (removal of essure, hysterectomy). Essure was removed. At the time of the report, the medical device removal, eye irritation, ocular hyperaemia, vision blurred, breast discharge, breast mass, nipple pain and flank pain outcome was unknown and the abdominal pain and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, breast discharge, breast mass, eye irritation, flank pain, intervertebral disc degeneration, medical device removal, nipple pain, ocular hyperaemia and vision blurred to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: breast mass, breast discharge and flank pain, abdominal pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: this case was duplicate of case (B)(4). This case was deleted from the bayer database as all the information has been transferred from this case to retention case.legacy device report num 2951250-2017-09575. On 23-mar-2020: content received from social media: new event "bloated abdomen/ bloating came and went after removal for about one year then it stopped" added, reporter added. Non-drug treatment notes for the event "medical device removal" specified as hysterectomy. Concomitant medication added. On 23-mar-2020: no new information. On 23-mar-2020: no new information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced eye irritation ("just lots of eye burning"), ocular hyperaemia ("eye redness") and vision blurred ("blurry vision"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal, eye irritation, ocular hyperaemia and vision blurred outcome was unknown. The reporter considered eye irritation, medical device removal, ocular hyperaemia and vision blurred to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced eye irritation ("just lots of eye burning"), ocular hyperaemia ("eye redness"), vision blurred ("blurry vision"), breast discharge ("nipple leak"), breast mass ("thumb-shaped mass in my right breast"), nipple pain ("stabbing pain around nipples on both breasts"), flank pain ("right side pain"), abdominal pain ("every time I ate something/pain would start") and intervertebral disc degeneration ("degenerative disc disease"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal, eye irritation, ocular hyperaemia, vision blurred, breast discharge, breast mass, nipple pain and flank pain outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, breast discharge, breast mass, eye irritation, flank pain, intervertebral disc degeneration, medical device removal, nipple pain, ocular hyperaemia and vision blurred to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: breast mass, breast discharge and flank pain, abdominal pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter information was added. Events: degenerative disc disease was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.